Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device met expected longevity with normal depletion.

Event description:
It was reported that there was possible premature battery depletion. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible premature battery depletion. The device remains in use. (B)(6) 2012 it was further noted that the device was explanted and replaced. There were no reported patient complications as a result of this event.